Event description:
Boston scientific received information that this health care professional called technical services stating he saw an alert for this left ventricular lead on the programmer, which he did not have anymore so was questioning what this alert could mean. Technical services discussed possible out of range amplitude or impedance and recommended troubleshooting to verify sensing and threshold measurements are adequate. No patient symptoms were noted.

Manufacturer narrative:
The territory sales representative was contacted and was unable to provide any further information as he was unaware. Should additional information become available, this report would be updated.